Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Boston scientific crm received information that this device was being electively explanted. During the change out procedure, the right ventricular lead was stuck in the header. As a result, the lead was surgically abandoned. No adverse patient effects were noted as a result of the procedure.